Manufacturer narrative:
Concomitant product(s): product ID: neu_wrench_acc, lot# serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacture representative that it was not possible to put the lead into the implantable neurostimulator (ins). A different ins was implanted. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.